Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 102) was isolated to an open r45 resistor on the computer/analog board. The monitor was unable to pass detect and treat testing. The root cause for the open r45 resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 102.